Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie latch was broken. A technical support specialist (tss) advised the customer to tape the cubie closed as a temporary measure, allowing the drawer to be closed. Later, the tss connected to the machine, had the user log in, and de-assigned and released the broken cubie lid pocket from the unit. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower experienced a broken cubie latch. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.